Event description:
MFR received a report from the dealer that the family alleges the bed "caught fire" and injured the user. The user's family member was allegedly injured while putting out the fire. No other info is available at this time. The consumer sustained 3rd degree burns to foot. The family member sustained minor injuries.